Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event date was not provided; however, a review of the history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 10 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.